Event description:
It was reported by the patient that they began feeling sick and premature heart beats. The device was checked and testing confirmed the right atrial (ra) and left ventricular (lv) leads had dislodged. Since the patient¿s heart is functioning well, it was elected to continue to maintain current status. The ra and lv leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2012; 457453, implantable pacing lead, (B)(6) 2012. (B)(4).